Event description:
A voluntary MDR/medwatch report was received on 8/21/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. It was reported via maude by the patient¿s parent that the patient experienced inaccurate cgm values. According to the report, the patient experienced stomachache. The cgm was reading 233 mg/dl and the patient went to the emergency department. There, blood glucose by bloodwork was 868 mg/dl and the patient was in diabetic ketoacidosis. The patient was admitted to the intensive care unit. Treatment and length of stay were not documented. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5157755. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "a voluntary MDR/medwatch report was received on 8/21/2023." H2 correction.

Event description:
A voluntary MDR/medwatch report was received on 8/21/2024.